Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.